Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) could not advance through the 5f non-cordis sheath. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The 5f non-cordis sheath was not kinked or bent upon removal, and there was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was not applied during insertion. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography or venography, including the insertion angle of the 5f non-cordis vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was moderate vessel tortuosity with no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were not depressed. The stopcock was found in the open position with no syringe returned for this evaluation. The sealant was partially exposed in its manufactured position, and the sealant sleeves showed a kinked/bent condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. This dimension was obtained using a calibrated ruler. The functional test to evaluate the insertion/withdrawal into a csi could not be performed due to the kinked condition observed on the sealant sleeves, which resulted in resistance to insert the device into the csi. Additionally, due to the observed deployment difficulty and premature exposure of the sealant, a simulated deployment test was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed, respectively. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the kinked/bent sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (there was moderate vessel tortuosity), procedural/handling factors (even though it was reported that there was no excess force applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not advance through the 5f non-cordis sheath. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The 5f non-cordis sheath was not kinked or bent upon removal, and there was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was not applied during insertion. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography or venography, including the insertion angle of the 5f non-cordis vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was moderate vessel tortuosity with no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was present in manufacturing position, partially exposed.